Manufacturer narrative:
Concomitant medical products: 1883672hs ¿ bur, 3pk hi speed diamond 70deg; lot ¿ 0209998504; manufacture date ¿ august 14, 2015; use before date ¿ august 12, 2023; 510k - exempt 1885078hse ¿ bur, 13cm x 5mm 70deg diamond; lot ¿ 0208772777; manufacture date ¿ september 23, 2014; use before date ¿ september 22, 2018; 510k - exempt 1883672hs ¿ bur, 3pk hi speed diamond 70deg; lot ¿ 0210267381; manufacture date ¿ october 12, 2015; use before date ¿ october 10, 2023; 510k - exempt 1885078hse ¿ bur, 13cm x 5mm 70deg diamond; lot ¿ 0210093035; manufacture date ¿ september 3, 2015; use before date ¿ september 2, 2 019; 510k - exempt 1914001 ¿ hydrodebrider, standard handpiece; lot ¿ 0209989521; manufacture date ¿ august 13, 2015; use before date ¿ august 12, 2018; 510k - exempt. (B)(4). The devices have not been returned. Therefore, a product analysis has not been performed. This device is used for therapeutic purposes.

Event description:
During an endoscopic sinus surgery, the sinus drill was inserted into the patient's right sinus and visible on the screen. Upon activating the foot pedal, the tip of the bur broken off in the patient's sinus. The surgeon retrieved the broken piece and reported seeing no missing pieces left in the sinus. The customer inspected the bur and discovered that the coiled sheath that spirals around (spiral wrap) the inner piece seemed to have twisted off. An x-ray was performed to ensure there were no parts (fragments) left in the patient's sinus. A second bur was opened and also began to break apart, but was removed from the field in one piece. A third bur was opened and would not fit into the handpiece. A fourth and fifth bur were used as the bur(s) became loose. It was also reported that the handpiece was manufactured incorrectly and was missing a piece that would allow it to fit into the console.

Manufacturer narrative:
Corrected information: h3: no eval explain code medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The additional information was received on march 11, 2016. Additional information was received from the doctor that performed the procedure. The doctor stated that the burs broke at the neck (shaft) or base (near the motor) during standard frontal sinus drilling for a draf 3 procedure. The drill speed was set at 12,000 rpm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the doctor that performed the procedure. The doctor stated that the burs broke at the neck (shaft) or base (near the motor) during standard frontal sinus drilling for a draf 3 procedure. The drill speed was set at 12,000 rpm.

Manufacturer narrative:
D10. The devices were returned on (B)(6) 2016. G4. The product analysis was completed on (B)(6) 2016. H3. (B)(6) choanal atresia tapered bur lot # 0210169481: the product analysis indicates that one un-sealed sample was received. There was evidence of biological contaminants, based off of the reactivity with hydrogen peroxide. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), calipers. When compared to the assembly drawing, the inner distal tip was broken off. When viewed under magnification, the break corresponds to the inner spiral wrap, which was twisted in on itself indicating excess torsional load. The cutting tip was compacted with biological contaminants, which are likely to result in need for excess pressure to sustain cutting efficiency. The front hub showed deformation consistent with excess pressure. There was gouging at the distal end of the inside diameter of the outer tube and inner shaft as well as 0.7 inches from the distal face of the inner hub, indicating excess pressure applied during use. The instructions for use contains detailed instructions for loading a bur/blade into a handpiece and warn that excessive pressure applied to a bur/blade may cause a fracture. Note: excess is defined as exceeded sufficient pressure required for operation. (B)(6) high speed 70 degree diamond bur lot # 0209998504: the product analysis indicates that one un-sealed sample was received. There was evidence of biological contaminants based off of the reactivity with hydrogen peroxide. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), calipers. When compared to the assembly drawing, the inner spiral wrap was stretched by approximately 0.18 inches. When viewed under magnification the distal end of the inner shaft showed minor gouging, which is consistent with excess pressure applied during use. Based on the product analysis the most likely root cause is related to the surgeon¿s preferred technique; however, the excessive pressure applied during use of the bur resulted in the reported bur break [stretched spiral wrap]. The instructions for use contains detailed instructions for loading a bur/blade into a handpiece and warn that excessive pressure applied to a bur/blade may cause a fracture. Note: excess is defined as exceeded sufficient pressure required for operation. (B)(6) high speed 70 degree diamond bur lot # 0208772777: the product analysis indicates that one un-sealed sample was received. There was evidence of biological contaminants based off of the reactivity with hydrogen peroxide. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), m4 handpiece. When compared to the assembly drawing, there was no damage or anomalies identified in the construction of the device. When viewed under magnification, there was damage to the hubs that is consistent with improper loading: (1) dimples were observed on the front hub prior to the locking area caused by the handpiece locking mechanism, (2) locking area damage is caused by the back side of the front collet of the handpiece, (3) damage to the inner hub chevrons is caused by the handpiece drive mechanism. Functionally, the bur was loaded into the handpiece with no issues. The instructions for use contains detailed instructions for loading a bur/blade into a handpiece and warn that excessive pressure applied to a bur/blade may cause a fracture. Note: excess is defined as exceeded sufficient pressure required for operation. (B)(6) high speed 70 degree diamond bur lot # 0210267381: the product analysis indicates that one un-sealed sample was received. There was evidence of biological contaminants based off of the reactivity with hydrogen peroxide. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), calipers. When compared to the assembly drawing, the inner spiral wrap was stretched by approximately 0.21 inches. When viewed under magnification, the distal end of the inner shaft showed gouging which is consistent with excess pressure applied during use. The cutting tip was compacted with biological contaminants, which are likely to result in need for excess pressure to sustain cutting efficiency. The instructions for use contains detailed instructions for loading a bur/blade into a handpiece and warn that excessive pressure applied to a bur/blade may cause a fracture. Note: excess is defined as exceeded sufficient pressure required for operation. (B)(6) high speed 70 degree diamond bur lot # 0210093035: the product analysis indicates that one 1 un-sealed sample was received. There was evidence of biological contaminants based off of the reactivity with hydrogen peroxide. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), calipers, m4 handpiece. When compared to the assembly drawing, the spiral wrap had broken approximately 3-1/8 inches from the distal face of the inner hub. When viewed under magnification, the inner spiral wrap was twisted in on itself indicating excess torsional load. There was damage to the hubs that is consistent with improper loading: (1) locking area damage caused by the back side of the front collet of the handpiece; (2) damage to the inner hub chevrons caused by the handpiece drive mechanism. The cutting tip was compacted with biological contaminants, which are likely to result in need for excess pressure to sustain cutting efficiency. After reassembling the proximal end of the inner assembly into the rest of the assembly, the bur was loaded into a handpiece with no issues. The instructions for use contains detailed instructions for loading a bur/blade into a handpiece and warn that excessive pressure applied to a bur/blade may cause a fracture. Note: excess is defined as exceeded sufficient pressure required for operation. (B)(6) standard hydrodebrider handpiece lot # 0209989521: the hydrodebrider standard handpiece is an accessory/component for use with the medtronic xomed hydrodebrider¿ system to irrigate the paranasal sinuses. The xomed® hydrodebrider¿ system directs a rotating spray of pressurized saline at 5 ml/sec to the sinus cavity via the handpiece. Irrigation fluid is then removed with suction. The xomed® hydrodebrider¿ system is indicated for use whenever irrigation of the paranasal sinuses is desired including post endoscopic sinus surgery and office based irrigation. It was reported and confirmed that the hydrodebrider (standard) handpiece was missing a ¿piece¿. The missing component was identified by medtronic as the section of tubing that is intended to be loaded into the pump and visually has a more opaque look than the rest of the tubing set, which is clear. One sample was received. There was evidence of biological contaminants based off of the reactivity with hydrogen peroxide. When compared to the tubing drawing, the tubing was missing items 2 and 6 per the drawing, which would have resulted in the reported event. The missing portion corresponds to where the device is loaded into the pump which would have prevented proper loading. H6. Method code: actual device evaluated (B)(6); FDA 10 method code: visual inspection (B)(6); FDA 38 method code: labeling evaluation (B)(6); FDA 36 results code: stress problem (B)(6); FDA 3243 conclusion code: use error caused or contributed to event (B)(6); FDA 61 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.